Event description:
A volume discrepancy was reported. The actual reservoir volume was less than the expected reservoir volume; specific volumes were not provided. The pump was re-sutured because it was moving easily. It was determined that the volume discrepancy was due to intermittent kinking of the catheter. There was no indication that the pump was not performing. It was noted that the patient did not have pain relief; the patient was a cancer patient and it had been difficult to get the pain under control. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.